Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. The following information was requested, but unavailable: did the device deliver any staples? If yes, were the staples formed properly? If yes, was the staple line complete? Did the device cut? If yes, was the cut line complete? What was the product code and lot/batch number for the stapler used with the ecr60d cartridge (ex, ec60, long60a, pse60a, etc)?

Event description:
It was reported that during a sleeve gastrectomy procedure, the staples did not come out completely. Tried three times with the same device. A competitor¿s device was used to complete the procedure. There were no adverse consequences for the patient reported.